Event description:
Subsequent to the previous report, the corrected information was noted. On 09/23/2021, a single leaflet device attachment (slda) was noted.

Manufacturer narrative:
Nab5-the slda was noted on 09/23/2021.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was obtained and this was a trial patient: (B)(6) phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on 09/22/2021, the patient presented with mixed functional mitral regurgitation (mr) with a rotated heart, severely restricted posterior leaflet with cleft at p2, hypertrophic cardiomyopathy, systolic anterior motion, and leaflet tethering. The mitraclip had been implanted that day, reducing the mr to grade 1 and 2+. On 09/23/2022, a single leaflet device attachment (slda) occurred with cds0701-nt, 10512r194. The clip had detached from the posterior leaflet and the mr had increased to grade 3+. No additional treatment was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported heart failure, pulmonary edema, and dyspnea appear to be cascading events of the single leaflet device attachment (slda). Additionally, heart failure, pulmonary edema, and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and medication are the results of case-specific circumstances. There remains no indication of a product issue with respect to manufacture, design, or labeling. H6: health effect - impact code 4614 removed.

Event description:
Subsequent to the previous reports, the additional information was received: on (B)(6) 2021, the patient was admitted to the hospital with dyspnea and worsening congestive heart failure was diagnosed. Medications were provided as treatment. Gastrointestinal bleeding was also noted, required a transfusion. Per physician, the bleeding event was unrelated to the device and unrelated to any malfunction. During hospital admission on (B)(6) 2021, mild pulmonary edema was also noted. The events have resolved.

Manufacturer narrative:
Additional information was received that indicated the patient was hospitalized for respiratory failure and was intubated. A cause for the reported respiratory failure could not be determined. It is possible that it was related to the single leaflet device attachment (slda). However, this cannot be confirmed. Respiratory failure is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported hospitalization and intubation were the results of case-specific circumstances, as the patient was treated for respiratory failure. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous reports, the additional information was received: on (B)(6) 2023, severe mr was noted. There was no additional hospitalization and no treatment. The mr was deemed a chronic condition. On (B)(6) 2023, the patient had been transferred from another hospital into the intensive care unit due to worsening respiratory failure and mental status. The event required bipap treatment and intubation. Severe mr was noted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the single leaflet device attachment (slda) appears to be due to the patient¿s condition. The reported poor imaging is due to challenging patient anatomy. The reported recurrent mitral regurgitation (mr) appears to be a cascading event of the slda. Recurrent mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. It was noted the patient had a rotated heart and a severely restricted posterior leaflet with a cleft at p2. Due to the anatomy, imaging was difficult. An nt clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1. The following day, transthoracic echocardiography (tte) was performed and showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+. No additional information was provided.